Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported intermittent loss of power via phone call. Customer blood glucose reading was 320 mg/dl. Customer was not able to rewind. Troubleshoot was performed. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 82 noted during testing. Motor was tested outside of the device and passed. (B)(4).